Event description:
It was reported on (B)(6) 2026, at 11:00 a.m., as ordered by the physician, maintenance was performed on the patient¿s right chest port. The surrounding skin was disinfected as routine. Upon inspection, the packaging of the disposable implantable drug delivery device¿s indwelling needle was found to be intact and within its expiration date. However, the yellow section of the indwelling needle could not be secured, and the needle tip was prone to dislodging. A new indwelling needle was therefore replaced and properly secured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.